Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9392925) was impeded in the middle of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The doctor only retracted the stent alone; it was found that the stent was detached from the delivery wire in the microcatheter (mc) and the delivery wire of the stent was unraveled/stretched. The doctor removed the stent and microcatheter from the patient and switched new devices to complete the surgery. There was no patient injury reported. Additional event information received on 24-jul-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was prolonged within five minutes with no result in a patient adverse consequence.